Event description:
Following receipt of further information it has been reported that the patient suffered dislocations post implantations. Hip arthroscopy and psoas tenotomy for groin pain and hip snapping was performed on (B)(6) 2009. Revision of the bhr was completed on (B)(6) 2014. Metal levels: co5.8mg/l cr6.5mg/l pre revision surgery. Due to this new information this complaint has been logged in error and will be closed. All further information will be provided in 3005975929-2017-00010.

Event description:
It was reported after the patient went under revision for the acetabular cup. The patient had a second revision of the femoral head in which it was removed.